Event description:
On (B)(6) 2026, a 48 year old female underwent lower right extremity bypass thrombectomy using stryker devices. Initial passes with the artix mt8 were successful. Following balloon angioplasty, the catheter became entrapped during the fifth pass. Bailout and mitigation techniques were attempted without success. A decision was made to remove the entire system. During withdrawal, the catheter became stuck at the puncture site. The physician elected to convert the puncture site to an open cutdown for device removal. Upon performing the cutdown and extracting the device, it was noted the catheter contained large, chronic thrombus. After device removal, the physician found reduced flow to the right lower extremity due to vessel injury at the access site. The physician then performed an extended cutdown, which revealed a dissection at that location. The dissection was repaired and the site was surgically closed.

Manufacturer narrative:
The suspect device will not be returned to the manufacturer. As such, it could not be investigated and a root cause for the issue could be be assigned. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The case was reviewed with the stryker pv medical affairs team who deemed the patient required a cutdown due to user error. (Not indicated for the removal of fibrous, adherent, or calcified material (e.g., atherosclerotic plaque)). Per device labelling: "warning: ensure that the self-expanding element is withdrawn into the introducer sheath and/or catheter prior to removal from patient to avoid vascular damage. Potential complications: vessel dissection/perforation. Contraindications: not indicated for the removal of fibrous, adherent, or calcified material (e.g., atherosclerotic plaque)."